Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On the day of the reported event customer's blood glucose value was 517 mg/dl without hyperglycemic symptoms. Based upon this value, she self-administered 6.5 units of insulin via her pump. Approximately 30 minutes later she began to have hypoglycemic symptoms; malaise, weakness, and sweatiness. Her husband obtained another meter glucose value of lo, which on the system indicates a result of less than 10 mg/dl. He treated her with an oral proprietary glucose preparation and she recovered. She never lost consciousness and did not need professional medical care. She did feel that she would have been unable to self-treat. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The case was reported as a serious injury.